Manufacturer narrative:
(B)(4).

Event description:
It was reported that "[user] said they had two iabs issue an 'ap cal data was not read by fos system' alert on one patient. The first iab was pulled by the team because of the alert and inconsistent waveforms/pressures. They placed a second iab, got the same alert again, but this time the ap waveforms and pressures looked appropriate. Based on that, they left the second iab in place". No patient harm or injury. The patient status is reported as "fine".